Event description:
It was reported that resistance was felt when pulling the delivery system into the guiding catheter after successful stent deployment. After removal of the system as a unit and post dilatation with another balloon catheter, a small dissection was seen distal to the stent. Another stent was placed to cover the dissection.

Manufacturer narrative:
Evaluation summary: qa analysis of the returned device revealed a pinhole rupture in the balloon. The c-flex was torn and stretched. Quality engineering determined that the root cause of this incident is possible mechanical damage to the balloon, coupled with potential over pressurization of the balloon. It is likely the balloon ruptured under the c-flex creating the abnormal inflation. The inability to deflate the balloon may have been the result of the ruptured balloon collapsing over the deflation lumen, preventing the contrast from escaping. Quality engineering will continue to monitor this issue. A review of the device mfg records did not reveal any non-conformities. As part of co's mfg and quality process all stent delivery systems are inspected during the final mfg phase to ensure proper device structure and integrity. Samples from each lot are visually, dimensionally and functionally inspected. This MDR is considered closed by the qa dept.